Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-03377. - 2 previously reported events are included in this follow-up record. Product return status 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were not confirmed. Evaluation results 2 devices had no problem found.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device ran without user activation. 3 events had no patient involvement; no patient impact.